Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before (B)(6) 2014.

Event description:
Related manufacturer reference number: 2017865-2021-21237. It was reported that the patient presented to the emergency room due to dizziness. They then presented remotely via merlin.net transmission. Upon review, the right atrial (ra) and right ventricular (rv) leads exhibited pacing inhibition due to noise. The leads were unable to be replaced due to patient anatomy. On (B)(6) 2021, the ra and rv leads were capped, and a leadless pacemaker was placed. The patient was recovering.